Event description:
It was reported that 1 bd plastipack¿ injectable syringe w/ needle had product damaged device still operable issues. The following information was provided by the initial reporter : the customer reported that the plunger rod was bent.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 bd plastipack¿ injectable syringe w/ needle had product damaged device still operable issues. The following information was provided by the initial reporter: the customer reported that the plunger rod was bent.